Event description:
The pt underwent abdominoplasty in 1995. Reportedly two needles were left in their abdomen. The first needle extruded (worked its way out) through their abdominal wall in the fall of 1998. The second needle was surgically removed in may 1999.